Manufacturer narrative:
E2/e3: information was asked. But unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device had a visible dent on the optical part of the device. And heating function was disturbed. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to regional repair center for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube is damaged and therefore the dielectric strength is inadequate, the fiber bonding in the outer tube area (distal end) is damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the outer tube (thermistor) is broken and therefore error 104 occurs. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.